Event description:
It was reported two filter limbs fractured. The limbs traveled through the pt's heart and caused dysrhythmias. The limbs are now located in the pt's lung. The filter was removed. The pt is currently asymptomatic.

Manufacturer narrative:
The device history record could not be reviewed as the lot number is unk. The sample was not returned for evaluation. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unk. The current IFU (instructions for use) for this device states: potential complications include, but are not limited to: filter fracture. Filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.